Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the device revealed water damage. Customer declined replacement of the pneumatic block and main circuit board to address the issue. The device was returned to the customer unrepaired. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or a serious injury reported as a result of this incident.